Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification.

Event description:
It was reported during in clinic follow up that the right ventricular lead and atrial lead had dislodged due to twiddlers syndrome. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.